Event description:
During the surgical procedure for a reverse shoulder arthroplasty, a drill bit tip broke off in the glenoid. The surgeon was unable to remove the drill bit tip. No pt injury or negative effects have been reported. This surgical instrument has been retained by the clinical facility and is not available for mfg analysis. The instrument lot number has not been reported. (B)(4).

Manufacturer narrative:
The device reported is an orthopedic surgical instrument. The device is not intended as an implant. No additional info is anticipated for this event.